Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent reintervention for a unknown type I endoleak and a gore® aortic extender component was placed proximally to extend coverage approximately 8 mm closer to the lowest renal artery. Aptus staples were also placed. No endoleak was identified during the procedure. The patient tolerated the procedure.